Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons were unresponsive. The patient indicated that during attempts to reboot the pump, it did not advance past the verification screen because the buttons were unresponsive. The patient reported that today, while on the call with customer support, they noticed the rubber keypad was torn near the arrow buttons. The patient denied trauma to the pump and noted no evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was torn across the up, down and ok keypad buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up and down buttons were intermittently unresponsive and the ok and contrast keypad buttons responded appropriately. There was evidence of keypad contamination found under all of the keypad buttons.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.